Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had liquid/water coming out of the connector the distal end. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. An assessment was performed which found that the motor device had liquid coming out of the connector. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.